Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a calcified trunk. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation, however during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed using an alternate device. No patient complications were reported, and no harm was done to the patient.